Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during unspecified timing, it was found that the scope communication error e216 was displayed and the image became abnormal like sandstorm. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.